Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, when the procedure ended the physician noted that the pull wire had peeled and the fragments remained in the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable. Two days after the procedure the internal bolster detached and was expelled naturally from the patient. Reportedly, it was stated "looks as if it was cut by a guillotine or scalpel." The patient was put into the ICU because of initial condition and pathology (unknown.) There were no patient complications before or after the procedure.